Event description:
The customer reported via phone call that the insulin pump alarmed button error and had intermittently responsive buttons. The customer did not know the blood glucose reading. The customer reported having issues with the act button. The customer was unsure whether there were any significant events leading to the keypad issues. She noted that the button error alarm had occurred a few weeks prior to the keypad issue while she was sitting in a bathroom. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device was received with minor scratches on lcd window, cracked case at display window corners, cracked case at reservoir tube window corners, broken reservoir tube lip, and missing end cap sticker.